Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user was unable to measure the pressure with the catheter after placement. The catheter was replaced by a new one.

Event description:
It was reported that the user was unable to measure the pressure with the catheter after placement. The catheter was replaced by a new one.

Manufacturer narrative:
(B)(4). The customer returned a used arterial device assembly. The spring-wire guide (swg) was advanced outside of the attached 20 ga needle; however, the catheter was not returned. A device history record review was performed with no relevant findings. The customer reported that the arterial catheter had incorrect or no pressure reading. However, an arterial radial device assembly was received with no catheter. Without the catheter available for evaluation, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.